Event description:
It was reported that an ilet user heard an unusual rewind-like noise from the pump and observed insulin on board increase from 4 to 13 units, interpreted as approximately 14 units delivered rapidly, after which the user replaced supplies; subsequent review indicated the insulin delivered represented automatic correction doses following a post-meal rise after a pizza announcement, and the user experienced hyperglycemia with a peak of 281 mg/dl for about an hour without alarms. Symptoms included elevated blood glucose without loss of consciousness or other acute clinical effects. Outcomes included self-monitoring, no medical intervention, no backup therapy, and no ketone testing. Investigation included review of device-reported data and user interview with troubleshooting and education. Investigation of this case revealed that the pump piston movement likely corresponded to correction delivery and the system behaved as designed given the rising glucose. It was concluded that the event was hyperglycemia with cause unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.